Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 6.7 mmol/l. The customer tried to install the sensor and half of it stayed in the serter. The customer will be sent a replacement sensor. The customer will return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened. Unable to confirm insertion needle anomaly due to the customer did not returned the insertion needle.